Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the pairing failed. Patient's mother turned off all bluetooth devices in the area and unsuccessfully attempted repairing the g5 transmitter and phone. The transmitter ID was checked and was correct. The sensor and transmitter were removed from the patient, a new sensor was inserted, the same transmitter was inserted and the pairing was then successful. No additional event or patient information is available.